Event description:
The customer reported that no aiming beam was noted during the case. The customer switched to another probe to complete the case. No pt injury was reported.

Manufacturer narrative:
The customer will send the sample for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).